Event description:
Report received indicated that during a percutaneous transluminal angioplasty in the dialysis shunt a balloon rupture occurred. There were no anomalies noted during product inspection or when prepping device. The vessel had moderate calcification and mild tortuosity was present. The physician introduced slalom thrill balloon however the balloon ruptured at 3atm. An indeflator was used for inflation device. The balloon was withdrawn without difficulty and exchanged for another balloon however this second balloon also ruptured. There were no balloons leakages observed. There was no separation of any balloon part, or vessel dissection or deflation difficulty with either balloon. There was no adverse consequence to the patient. As per contact, there are no additional patient, vessel, lesion, or procedural information available.